Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and a definitive cause for the reported resistance felt while retracting the clip delivery system (cds) into the steerable guide catheter (sgc) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system is filed under a separate medwatch report number (2024168-2019-04315).

Event description:
This is filed to report the resistance with the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds) was advanced to the mitral valve, but the clip became stuck with the anterior leaflet due to difficulty during positioning of the clip due to the anatomy. Troubleshooting was performed, and the clip was freed. The clip was inverted back to the left atrium for repositioning, but it appeared like the clip might have been over inverted as the clip did would not close. Troubleshooting performed again, and the clip was able to close but the clip seemed to have shifted and did not look like it was aligned to the mandrel. It was decided to exchange the cds for a new cds. When the cds was being removed from the steerable guide catheter (sgc), resistance was noted and the clip detached from mandrel, but remained attached to the gripper line. A snare device was used to secure the clip and the cds was removed with the clip through the steerable guide catheter. The procedure continued with a new transseptal puncture and two clips were implanted successfully reducing mr to 1. No additional information was provided.